Event description:
It was reported that the patient presented in clinic for a routine generator change. During the procedure the physician noticed the right ventricular (rv) had an insulation breach. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.